Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not run and had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit failure due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an engineering evaluation for this product, it was observed that the device has a sticky trigger. During in-house engineering evaluation, it was observed that the device would not run and had a sticky trigger. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.